Manufacturer narrative:
Firing mechanism damaged. Evaluation summary: one device was returned in good visual condition and loaded with an unfired cartridge that was noted to be in good visual condition and with the lockout in the normal condition. No functional test could be performed as the firing mechanism was noted to be damaged. When disassembled, the left shroud pinion axle support was noted to be damaged and the firing trigger post was noted to e broken. The returned cartridge was tested for functionality with a test device and it fired conforming. Catridge batch a5ae4d.

Event description:
It was reported that during a low anterior resection procedure, after positioning the around tissue and squeezing the closing trigger, the dr did not hear click and found the closing trigger could not be closed. Then another device was used to complete the operation. No pt consequence.